Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has not used the external device for the last 6 months and visited clinic for troubleshooting. In situ testing showed affected channels. X-ray or CT scan is considered. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, according to the device explantation report form a partial migration of two electrode contacts out of cochlea occurred post-operatively. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user did not use the external device for the last 6 months and visited clinic for troubleshooting. In situ testing showed affected channels. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not used the external device since 6 months and visited clinic for troubleshooting. In situ testing showed affected channels. X-ray or CT scan is considered.

Event description:
The user has not used the external device for the last 6 months and visited clinic for troubleshooting. In situ testing showed affected channels. X-ray or CT scan is considered. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. Correction needed, method2 b code was corrected.

Event description:
The user did not use the external device for the last 6 months and visited clinic for troubleshooting. In situ testing showed affected channels. The user has been re-implanted

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, according to the device explantation report form a partial migration of two electrode contacts out of cochlea occurred post-operatively. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.